Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, it was noted that the catheters luer adapter had a crack. A new catheter was used. There was no reported patient injury.

Event description:
According to the reporter, during use, it was noted that the catheters luer adapter had a crack on visual inspection. A new catheter was used. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.